Manufacturer narrative:
(B)(4) other, no allegation against product. Evaluation: results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).

Event description:
It was reported that the surgeon inserted an (B)(4) and discovered the capsule was not strong enough to support the lens. The incision was enlarged, the lens was removed, an acl was implanted and the incision was sutured. The reporter stated the capsule was not damaged and the incident was the result of the pt's pre-existing weak zonules.